Manufacturer narrative:
Product analysis : visual review confirms screw breakage ~3 threads down from the base of the bone screw head. Visual and optical examination of the area of fracture initiation did not identify a pre-existing surface defect near the area of crack origination that could contribute to crack propagation. Microscopic examination of the fracture surface identified a fairly flat fracture surface with multiple ratchet marks near the area of crack propagation, and gently convex progressive striations through the cross-sectional area of the bone screw, consistent with cyclic fatigue. Dimensional examination of the neck diameter of the bone screw confirms dimension is within print specification. The above observations are consistent with cyclic fatigue.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: dorsal fracture procedure: posterior fixation levels implanted: dorso-lumbar; d11-l1 it was reported that post-op, screw broke into fragments at the screw head and shaft juncture due to which patient had to undergo a revision surgery. No patient complications were reported after revision surgery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.